Event description:
Evaluation summary: there was a severe kink on the graft cover at the strain relieve. During evaluation, a guidewire could not pass from the distal and proximal end of the delivery system. In both cases, the wire could not advance past the point of the strain relieve, in the region of the kink. Since the device was returned folded in a plastic container, it is most likely that the kink was due to how the device was packaged when returned. The complaint could not be confirmed given the condition of the returned device. A kink at the strain relief is the likely cause for not allowing the guidewire to pass through; however, it was not possible to conclusively determine if the kink at the strain relief was the same kink that was reported or whether it was worsen by the return packaging.

Manufacturer narrative:
Results: use a kinked delivery system in the patient. Conclusions: use a kinked delivery system in the patient.

Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. An endurant bifurcated stent graft was implanted without issues. An endurant contralateral extension was attempted to be used. The delivery system was kinked right out of the packaging. The physician attempted to use this kinked delivery system, but the stiff back up meier guidewire was not able to advance through the delivery system. Another limb delivery system was used successfully to complete the case. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.